Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the investigational devices were placed, the patient experienced infective spondylitis. On (B)(6) 2012 informed consent was obtained. Patient underwent surgery and implantation on (B)(6) 2012. The investigational medical device ((B)(4) size: m and sj-11001-b) was placed in the 12th thoracic vertebra. On (B)(6) 2012, the first-day postoperative examination was performed. There were no problems in physical findings. On (B)(6) 2012, the seventh-day postoperative examination was performed. There were no problems in physical findings. On (B)(6) 2012, there were no problems in physical findings. The patient was discharged from the hospital with improved condition. Subcutaneous injection of teriparatide acetate was initiated at his nearby hospital. On (B)(6) 2012, the patient made the one-month postoperative visit to the hospital. There were no problems in physical findings. On (B)(6) 2012, around this day, low back pain increased in its intensity. The patient visited his primary care physician at the nearby hospital. Analgesic agents and antibiotics were initiated. The patient had a rest at home with his own discretion due to (B)(6). On (B)(6) 2013, the patient visited primary care physician at the nearby hospital due to worsening of low back pain. Infective spondylitis was suspected by MRI and the patient was referred to the reporting hospital. The patient visited the department of orthopedics of the reporting hospital on this day. A contrast MRI examination of the spine, abdominal CT examination, x-ray examination and laboratory test were performed urgently. As a result, a diagnosis of infective spondylitis was made based on the image findings. There was no new bone fracture. In addition, laboratory test revealed high levels of amylase, crp and white blood cell. The patient was admitted to the hospital on this day for treatment of infective spondylitis. Celecoxib, buprenorphine, acetaminophen and levofloxacin hydrate were administered for treatment of the event. As of (B)(6) 2013, the patient did not recover from the event. On (B)(6) 2013, there was no further information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed; no conclusion could be drawn, as no product was received.